Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to suspected lead fracture as appeared in x-ray, however there were no anomalies in electrical measurement. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Visual inspection test did not pass. An extracting stylet was returned stuck in the tip section of the lead. The bloody fluid was noted in the lumen. It was noted that at multiple locations there was deformed and stretched coils. Due to extraction damage, there were cuts and tears in the insulation. Additionally, outer insulation abrasion was noted from the tip end. The extraction damage likely tore the insulation in this area at explant, exposing the rs+ coil. The edges of the insulation in some locations of the damage area appear thin, but likely they were not abraded completely through prior to explant.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to suspected lead fracture as appeared in x-ray, however there were no anomalies in electrical measurement. No additional patient adverse effects were reported.